Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the last two rows of distal struts were damaged and stretched with one distal strut flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 60% stenosed, 4.0x16mm denovo and eccentric target lesion was located in the non tortuous and non calcified diagonal artery. A 2.25x20mm taxus liberte stent delivery system (sds) was advanced to the target lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient¿s current condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 60% stenosed, 4.0x16mm denovo and eccentric target lesion was located in the non tortuous and non calcified diagonal artery. A 2.25x20mm taxus liberte stent delivery system (sds) was advanced to the target lesion; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is stable.